Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature from (B)(6). The title of this report is ¿external fixation of fractures of the distal radius a randomized comparison of the hoffman compact ii non-bridging fixator and the dynawrist fixator in 75 patients followed for 1 year¿ which is associated with the stryker ¿hoffman ii compact¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from january 2004 to december 2005. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 14 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses injuries of the superficial branch of the radial nerve. 3 out of 3 cases. The report states: ¿injuries of the superficial branch of the radial nerve occurred in 3 patients in the h group. The symptoms were transient and disappeared within 6 months.¿